Event description:
It was reported that the hand controller and main controller on the apix imaging table would intermittently not work. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hand controller base module board and cabling were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.